Event description:
A physician reported that, while implanting a 6.5 mm serrato pedicle screw at l-5 s1, the pedicle broke. The physician was able to complete the procedure using the same serrato pedicle screw at the same level; no extension of the construct was necessary. This event resulted in a 10-minute surgical delay. No adverse consequence to the patient.

Manufacturer narrative:
Visual, dimensional, material analysis and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the serrato surgical technique: for increased bone purchase, use the taps to prepare the pedicle canal. After attaching a xia 3 handle, insert the tap into the pedicle and into the vertebral body. With the pedicle pathway prepared, and the proper screw diameter and length determined, insert the screw into the pedicle using the appropriate screwdriver. The serrato polyaxial titanium self-tapping screws have serrations to ease screw insertion. However, in most cases, tapping is recommended. For larger diameter screws, there is more torque applied at the upper part of the screw due to the cancellous cortical thread design combined with a dual lead. Undertapping may cause the screw to become bound in the bone, and with the excess torque applied to drive the screw down, may cause the pedicle to fracture. Possible root causes include lack of tapping, undertapping, difficult angle, and/or excess torque applied. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
A physician reported that, while implanting a 6.5 mm serrato pedicle screw at l-5 s1, the pedicle broke. The physician was able to complete the procedure using the same serrato pedicle screw at the same level; no extension of the construct was necessary. This event resulted in a 10-minute surgical delay. No adverse consequence to the patient.